Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in good condition. A review of the event history log revealed that the pump displayed the "cassette not attached properly" alarm. The investigator visually inspected the pump and performed a functional test. The pump failed the functional test. The investigator attached the cassette onto pump and began alarming "cassette not attached properly." The customer reported product problem was therefore confirmed. Further investigation of the pump determined that a faulty upstream occlusion sensor was the root cause of the issue. The upstream occlusion sensor was replaced as a result.

Event description:
It was reported that the pump gave a cassette not attached alarm. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: a1, h6. Additional information received by smiths medical that there was no patient involvement.